Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, all wraps met the required wrap batch average temperatures (37.6°c - 41.9°c) per (B)(4), effective date: 21-apr-2016. Investigations for the batch (lir-1563592 and ER-1563631) involving wrap cell temperatures were for cold cell/dead cell, cells not dosed with brine solution will not heat up. Consumer alleges the heat wrap caused burned blisters on the skin. The cause of the blisters on the skin is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burns with blisters [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. An approximately (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), lot number: q01104, expiration date: june2019, from (B)(6) 2017 at 1 heatwrap for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient applied it at night on (B)(6) 2017. The following morning, she had noticed that she experienced burns with blisters (onset reported as (B)(6) 2017). The pharmacist inquired how this could have happened as the patient was under 55 years of age, she didn't have any blood circulation disorder or diabetes, and she didn't use the product longer than 12 hours. The action taken and event outcome were unknown. The product quality complaint group reported that the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, all wraps met the required wrap batch average temperatures (37.6°c - 41.9°c) per (B)(4), effective date: 21-apr-2016. Investigations for the batch (lir-1563592 and ER-1563631) involving wrap cell temperatures were for cold cell/dead cell, cells not dosed with brine solution will not heat up. Consumer alleges the heat wrap caused burned blisters on the skin. The cause of the blisters on the skin is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (11oct2017): new information reported from the product quality complaint group includes: investigation results. Follow-up (29nov2017): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: to correct the lot number from q0110 to q01104. Company clinical evaluation comment: based on the information provided, the event "burns with blisters" as described is serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified., comment: based on the information provided, the event "burns with blisters" as described is serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, all wraps met the required wrap batch average temperatures (37.6°c - 41.9°c) per (B)(4), effective date: 21-apr-2016. Investigations for the batch (lir-1563592 and ER-1563631) involving wrap cell temperatures were for cold cell/dead cell, cells not dosed with brine solution will not heat up. Consumer alleges the heat wrap caused burned blisters on the skin. The cause of the blisters on the skin is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint.

Event description:
Burns with blisters [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist. An approximately (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), lot number: q01104, expiration date: june2019, from 05oct2017 at 1 heatwrap for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient applied it at night on (B)(6) 2017. The following morning, she had noticed that she experienced burns with blisters (onset reported as (B)(6) 2017). The pharmacist inquired how this could have happened as the patient was under 55 years of age, she didn't have any blood circulation disorder or diabetes, and she didn't use the product longer than 12 hours. The action taken and event outcome were unknown. The product quality complaint group reported that the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, all wraps met the required wrap batch average temperatures (37.6°c - 41.9°c) per spec-25354, effective date: 21-apr-2016. Investigations for the batch (lir-1563592 and ER-1563631) involving wrap cell temperatures were for cold cell/dead cell, cells not dosed with brine solution will not heat up. Consumer alleges the heat wrap caused burned blisters on the skin. The cause of the blisters on the skin is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (11oct2017): new information reported from the product quality complaint group includes: investigation results. Company clinical evaluation comment: based on the information provided, the event "burns with blisters" as described is serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified., comment: based on the information provided, the event "burns with blisters" as described is serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified.

Event description:
Event verbatim [preferred term] burns with blisters [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. An approximately (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder and wrist), lot number: q01104, expiration date: june2019, from (B)(6) 2017 at 1 heatwrap for an unspecified indication. The patient's medical history and concomitant medications were no reported. The patient applied it at night on (B)(6) 2017. The following morning, she had noticed that she experienced burns with blisters (onset reported as (B)(6) 2017). The pharmacist inquired how this could have happened as the patient was under (B)(6), she didn't have any blood circulation disorder or diabetes, and she didn't use the product longer than 12 hours. The action taken and event outcome were unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burns with blisters" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burns with blisters" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.